Manufacturer narrative:
Based on the current information provided, the root causes of the reported unspecified vessel injury and the patient¿s subsequent death cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A system log review revealed an error 1126. This informational error is not an error that is visible to the customer but could eventually result in a recoverable/nonrecoverable error. It points to a fiber transmit/receive power. The error was appearing in the logs at the system start-up prior to the start of the procedure. Per the isi technical support engineer (tse), the error is highly unlikely to be related to the reported event. All the instruments have been used in subsequent procedures. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted median arcuate ligament release procedure, the patient experienced bleeding while the surgeon was dissecting the aorta and celiac artery. The surgeon attempted to suture an unspecified vessel that was reportedly injured and as a result, the case was converted to open surgery. A vascular surgeon and general surgeon were brought in to address the bleeding. The patient was in the ICU and then taken back to the or for an unknown reason. The patient subsequent expired on an unspecified date/time. The causes of the reported unspecified vessel injury and the patient¿s subsequent death are unknown. There is no allegation that an isi device malfunctioned, the cause of the vessel injury and death is unknown.

Event description:
It was reported that during a da vinci-assisted median arcuate ligament release procedure, the case was converted to open surgery. An unspecified time later, the patient reportedly passed away. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was informed by a nurse at the site that during the procedure, the surgeon was dissecting the aorta and celiac artery, and the patient experienced bleeding. It is unknown what specific instruments the surgeon used while performing dissection. The csr stated he was unsure what specific vessel was bleeding. The surgeon tried to suture the injured vessel. The console surgeon had a vascular and a general surgeon brought in to address the bleeding. It is unknown what medical/surgical intervention was rendered due to the bleeding. The patient was in the ICU and then brought back to the or for an unknown reason. The patient subsequently expired. According to the csr, the nurse indicated that there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Isi made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The universal surgical manipulator (usm) that was replaced during a proactive field visit due to the death reported was received and failure analysis was completed. Per the investigation, the unit came into failure analysis with reported problem of "1126 on usm2," and was confirmed as having occurred in the field via the system logs. The unit was tested on an in-house system in normal mode where it pinged an 1126 low fiber error. The unit was then tested on a pftp where it failed the fiber test on the parallelogram. A gold parallelogram was installed, and the error disappeared. The original parallelogram fiber was installed, and the failure returned. The parallelogram fiber assembly would be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this incident was the permanent cautery hook (pch) instrument. The pch instrument is not available for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. The patient had cardiovascular disease due to a smoking history and this made control of the bleeding difficult. While in the ICU, the patient was brought back to the or to control additional bleeding. A review of the event was conducted by an isi medical officer and the following additional information was provided: based upon the information in the description of events, there is insufficient information to determine the extent to which the da vinci system, instrumentation, and/or accessories contributed or caused the patient¿s mortality is unknown. There are no details available in the description of events about the location and type of injury that occurred during the dissection of the celiac artery and aorta. Furthermore, it is unknown if the surgeon experienced any difficulties during the dissection of the celiac artery and aorta such as exposure difficulties or visualization difficulties that may have led to the injury. Additionally, the level of surgeon experience in performing an median arcuate ligament release is unknown. The adverse event described is not unique to an isi product or procedure. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint: the fse inspected the system and found the grip pad on the right master tool manipulator (mtm) was damaged. An event code 1126 on universal surgical manipulator (usm) 2 was identified. The grip pad on the right mtm was replaced. To correct the event code 1126, the usm2 was replaced. The system passed all required tests. The system was noted to be working properly.